Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter email address is unknown. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the surgeon was reaming the femoral neck when the reamer broke at the end closest to the fitting with the power tool. The procedure was completed successfully with no reported delay. There is no reported consequence to the patient. Concomitant device: powered driver (part: unknown, lot: unknown, quantity: 1). This report is for a reamer ø11 f/pfna blade. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 356.821; lot: u201296; manufacturing site: selzach; supplier: orchid bridgeport; release to warehouse date: may 02, 2014. The device history record (DHR) shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate was reviewed, and the used material was according to iso-5832-x specification for implants for surgery. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation selection : investigation site: cq zuchwil; selected flow(s): 5. Broken. Visual inspection: upon visual inspection of the complaint device it can be seen that the distal end is broken off as reported, thus confirming the complaint description. In addition, all cutting edges on the proximal end of the reamer are dull from often us. Otherwise the article in a good condition. Document/specification review: drawings and revisions are in accordance to DHR of production lot u201296. All relevant features are defined on the used drawing revisions of DHR of production lot u201296. Dimensional inspection: during investigation, the diameter 10.00 0/-0.03mm got measured with the micrometre 3-03-17585, the measure result is within accuracy (9.99mm), as well the diameter 8.00 -0.02/-0.05mm and diameter 6.00 0/-0.05mm got measured with the micrometre 3-03-17585, the measure result is within accuracy (7.97mm/5.97mm). Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the damage. Material or hardness review: based on DHR review we are able to confirm that the right material got used and that the part has the right hardness. Summary: unfortunately, we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place. To prevent such problems, it is necessary for worn or damaged instruments to be replaced. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.